Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years eight months post implant the patient presented with pleuritic chest pain and shortness of breath. Subsequently medical imaging/x-ray revealed a bilateral pulmonary embolism was noted along with coronary artery calcifications and tiny left pleural effusion and bibasilar subsegmental atelectasis. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with pulmonary embolus and prior to total hip replacement surgery. Approximately four years and eight months, post filter deployment, it was alleged that patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.